Manufacturer narrative:
Manufacturing review: the device history records were reviewed, and no deviations/issues were identified associated with this problem in regard to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula self-activated. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that the left bumper was bent, and the right bumper was loose within the device housing. Therefore, the investigation is confirmed for a cannula self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 04/2021).

Event description:
It was reported that during an ultrasound-guided biopsy, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided biopsy, the device allegedly self activated. It was further reported that no coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not yet been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.